Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported occlusion of an infusion set, and that the insulin pump did not alarm no delivery. The customer reported experiencing a blood glucose value of over 400 mg/dl. Around the time of the event. The customer stated that changing the infusion set resolved the issue. The customer declined troubleshooting for the high blood glucose. The infusion set was discarded. No further information was provided.